Event description:
The following was published in continuous-flow intra-aortic percutaneous mechanical circulatory support in heart failure with worsening renal function. "...or at cardiomems implant 17 weeks later. The patient was admitted 36 weeks after closure with infection and pseudoaneurysm. As device and procedure cannot be ruled out as related to the adverse events, the event is being reported.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. The author was unable to provide further details as the patient was no longer being monitored after their study concluded.